Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had an infection with sepsis. There were no additional adverse patient effects reported. The ra lead remains in service.

Event description:
Boston scientific received information in mid-(B)(6) 2018 that this patient died on (B)(6) 2018. The cause of death was attributed to cardiopulmonary arrest, toxic metabolic encephalopathy, septic shock and c-difficile colitis.